Event description:
Potential for injury associated with the tilt actuator not returning the seat to its full upright position on a tdxsp-mcg power chair. This event could cause the user to become stranded in a reclined position.